Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The malfunction of the angulation mechanism was not duplicated at the olympus regional repair center. The device didn't have abnormalities that contribute to injury, such as sharp edges, deformations, etc. Olympus medical systems corp. (Omsc) could not investigate the physical device because it was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on investigationfor similar events, inserting and/or withdrawing an endoscope with its bending section angulated could cause the reported event.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a diagnostic gastroscopy, the subject device's angulation mechanism malfunctioned and the patient's esophagus got torn. This event resulted in cancellation of the procedure. The patient¿s esophagus got numbed because of a throat spray treatment. The user has advised that the patient was discharged from the hospital on the same day the event occurred and doesn't have to undergo any further procedure to treat the injury. The injury was assessed to be healed naturally. The user inspected the device before and after the procedure, but didn't find any angulation defects or sharp edges. The cancelled diagnostic procedure will be taken place in a few weeks.